Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. Voluntary event report was received. Medwatch: mw5119750.

Event description:
It was reported that there was a gradual increase in defibrillation impedance and noise noted on the patient's right ventricular lead. No intervention was performed. There were no patient consequences.